Event description:
The facility biomedical technician stated the system froze during a case last week. He was unsure of the exact date; however, it was during an emergency case and they were unable to boot up the system. The case was unable to be completed with the system and the facility does not have a back up. Multiple attempts were made for more information on the event and patient status with no response to date.

Manufacturer narrative:
The company service representative examined the system, and replaced the laser engine and back panel. The system was then tested, and met all product specifications. The laser engine and back panel were sent for in house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed, when additional information becomes available.